Event description:
It was reported that bd intima-ii 22gax1.00in prn slm-383014-catheter defective/damaged. On the morning of (B)(6) 2025, at 8 a.m., when the nurse administered medication to the patient again, the intravenous catheter ruptured and leaked fluid, resulting in a failed procedure. The nurse promptly replaced the intravenous catheter with a new set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. DHR/bhr review (lot#4352326): 1) the products of this batch were assembled at intima ii auto line 3 in jan 2025, and packaged at r240 package line in jan 2025. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint, unable to identify the defect status of the sample. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products.as the defect status of the samples cannot be identified, so the root cause of the complaint defect cannot be determined.the plant will continue to focus on such defects.

Event description:
No additional information available.